Manufacturer narrative:
No device was able to be inspected since it remains implanted. After reviewing the radiographic image of the construct showing the floating set screw it is undetermined as to where this set screw came from. No revision surgery is scheduled. (B)(4). Still implanted.

Event description:
Patient was implanted with a posterior cervical rodding system (5 level). Approximately 8 weeks post op it was discovered that there was a set screw floating. The surgeon does not plan on removing.